Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had pain at the pump pocket site and the pump and the catheter were removed. The pain continued after removal. The pump was infusing morphine